Event description:
On march 28, 2022, the lay user/patient contacted lifescan (lfs) united kingdom, alleging that their onetouch verio reflect meter was displaying an unknown error message. The patient was unable to recall which error message the meter was displaying. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear 2 weeks prior to contacting lfs. The patient confirmed they were unable to test their blood glucose due to the alleged issue; the error message was appearing whenever they performed a test. The patient informed the cca that they manage their type 2 diabetes with oral medication (metformin, twice daily) and denied taking any action regarding their usual diabetes management regimen due to the alleged meter issue. The patient reported developing symptoms of ¿diabetic eyeball, lightheaded and passed out¿ on (B)(6) 2022 at 7:00 pm. The patient claimed they were treated by their daughter with a cup of sweet tea. The patient claimed their blood glucose was measured with their daughter¿s meter (unspecified brand) prior to treatment and a reading of ¿3.2 mmol/l¿ was obtained. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the test strips had been stored correct and the correct testing process was being followed. The cca noted the patient no longer had the test strips available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.